Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology clogged when trying to flush ns. The following information was provided by the initial reporter: placed a 20- gauge, one inch IV catheter (bd cathena) to patients right cephalic. After attaching the extension tubing to the catheter, I was able to draw blood back easily, but unable to flush the ns in. I detached and re-attached a new extension tubing. Same thing happened. I then attached a new 10 cc ns flush directly to the catheter. Same thing, able to draw blood, unable to flush.

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd cathena¿ safety IV catheter with bd multiguard¿ technology clogged when trying to flush ns. The following information was provided by the initial reporter: placed a 20- gauge, one inch IV catheter (bd cathena) to patients right cephalic. After attaching the extension tubing to the catheter, I was able to draw blood back easily, but unable to flush the ns in. I detached and re-attached a new extension tubing. Same thing happened. I then attached a new 10 cc ns flush directly to the catheter. Same thing, able to draw blood, unable to flush.

Manufacturer narrative:
D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.